Manufacturer narrative:
(B)(4). Premarket identification PMA/510(k) number k101880.

Event description:
It was reported that the implant tsvmwb10 failed due to bone loss in dental site 3. On the second stage appointment, it was noted bone loss around implant at crestal level, the implant was removed with a reversed torque. The patient will return for second stage for new implant, the site was grafted.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer. H6: event problem and evaluation codes. H10: additional narrative. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
No further event information is available at the time of this report.